Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since 3 years have passed since the manufacturing of the device the likely cause of the of the worn out latch on the video connector was due to the forceful removal of the video connector. As a result, the connection of the video connector could not be stabilized and the becomes unstable when the video cable is manipulated. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation of the asset device found the image was unstable as the image becomes lost when the video cable is manipulated due to worn out video connector lock latch. Additionally, deep scratches were noted on the external housing/top cover. The device was repaired to standard specifications and returned to asset stock. A review of the device's repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system center was found to have an unstable/no image. There was no report of any problems associated with the device and there was no report of patient injury, harm or involvement.